Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The technical service report is attached (see comm log), and indicates: examination description: at the time of the visit, there was no evidence of a problem with the 1288 arthroscopy system's monitor screen flickering, but the charge nurse and me reported that the recording device shut down (turned off) during the procedure. Work performed: checked the disconnection of the wiring of the video route, checked the power connection and operation of each device, and checked the operation of the recording device (sony's hvo-3300mt). Results : no problems were found with the 1288 arthroscope system screen, but just to be safe, the amperage of each device plugged into the outlet on the endcart was checked. Checked the amperage value of each device plugged into the end-cart outlet, and plugged in each device again so that the capacity does not exceed, and then plugged in the over capacity separately. We then contacted sony to arrange for a replacement recorder. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, fan / insufficient cooling, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp), extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source from camera head, connected monitors, leaking, manufacturing/ service nonconformity & use error. The failure mode will be monitored for future reoccurrence.